Manufacturer narrative:
Although generalized patient information/medical history was listed in the article, specific patient/case detail was not provided for each occurrence of thrombus post-use of elca, nor was any specific intervention information provided. A2): patient''s date of birth, age unk. A3): patient''s gender unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device model number, lot number, catalog number, expiration date and UDI unk. H3): due to the length of time from the event date, it is likely the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): coronary vessel perforation/thrombus are known risks of complication with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware on 12may2023 of a journal article (cardiovascular revascularization medicine 49 (2023) 15-21, accepted on 28dec2022) titled ¿relationship between attenuated plaque identified by intravascular ultrasound and thrombus formation after excimer laser coronary angioplasty¿. This article retrospectively reviewed a coronary angiography database of patients at (B)(6) hospital from (B)(6) 2014 to (B)(6) 2020 who underwent percutaneous coronary intervention (pci) to treat plaque lesions with use of elca coronary laser atherectomy catheters. The study reviewed 120 lesions in 115 patients. Subsequently, 54 lesions were excluded due to intravascular ultrasound (ivus) not being used, and 8 lesions were excluded because thrombus was present before use of elca. This resulted in 58 lesions that were treated with elca devices, in 56 patients. Immediately after use of elca, thrombus was discovered via ivus imaging, in 14 lesions involving 13 patients. The date of procedure was not listed for these 14 events; therefore, 01jan2014 has been used, the first day of the database review. This report captures #11 of the 14 occurrences of thrombus discovered immediately after use of the elca device. There was no alleged malfunction of any elca devices in use during the procedures.